Event description:
The customer reported that spectrum serial number (B)(4) has door closure issues with the tubing installed. They stated that the pump alarms a door latch error. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device has not been returned to baxter for evaluation. If the device is returned a supplemental report will be submitted once the investigation is complete.